Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the venous sinus using a pac400 coil and an access25 delivery microcatheter (access25). During the procedure, while advancing the pac400 coil through the access25, the physician noticed that the pac400 coil pusher assembly kinked. The pac400 coil then unintentionally detached within the access25. The access25 containing the detached pac400 coil was removed. The procedure was completed using another pac400 coil and another access25. There was no report of an adverse effect to the patient.